Event description:
It was reported that a malfunction occurred on the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer support provided instructions to reset the pump, and the caller successfully performed the reset with no recurrence of the malfunction code, allowing continued use of the pump.